Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. There were no defects or infections caused by the leads that have been found, but it has been decided that unnecessary leads will be removed in order to be compatible with MRI after micra is implanted. There were no additional adverse patient effects reported. The rv lead was explanted.